Event description:
Boston scientific crm received information that this patient received an appropriate shock. Upon interrogation, this implantable cardioverter defibrillator (ICD) revealed a shock impedance measurement of less than 20 ohms. The patient was admitted to the hospital, since there was no guarantee that he was still protected. During the revision procedure, it was noted the associated rv lead had insulation damage, and this ICD had a burn spot on the can. The physician elected to replace this ICD and associated rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations confirmed there is an arc mark on the back of the device case. There is a shorted lead recorded in one episode, and pacing pulses are present. Analysis found the output bridge is comrpomised which is consistent with overstress damage incurred during high voltage shock delivery when the output is shorted.

Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.